Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported infusion site reactions on several infusion sites, including the thigh, hips, and abdomen. Reported symptoms included bruising, scabbing, a ¿big hole¿ at the cannula insertion point, and the formation of a ¿big bubble¿ on the skin. The patient stated that three pods in a row from the same box were leaking insulin and failing within the first 12 hours of use. During each incident, her blood glucose levels rose to over 300 mg/dl despite administering bolus doses. The patient further reported that upon removing each pod, the adhesive patch was wet, a large bubble had formed at the cannula insertion site, and insulin sprayed from the cannula even though she had not bolused recently. She described significant site reactions at each location, including swelling described as golf-ball sized, bruising, black-and-blue discoloration, and oozing of blood, insulin, and pus, as well as ulcer-like holes at the cannula site. These reactions were new for the patient and had not occurred with prior pods. The patient reported being evaluated by a healthcare professional and receiving a prescription for antibiotics.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported infection hcp diagnosed / rx provided. The exact cause of the reported infection hcp diagnosed / rx provided could not be determined. Inspection of the fluid path found fluid was able to freely flow the complete fluid path and no evidence of the reported leak was observed. No damages or defects were observed that would contribute to the reported leaking during wear.